Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37086, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was an impedance problem and low impedances were measured. A revision was done to investigate the impedance problem. During the revision/exploration, the hcp isolated the extensions as the cause of the impedance issue using an external neurostimulator (ens). The extensions were explanted and replaced. The issue was resolved and the patient was alive with no injury.